Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login after station upgrade. A technical support specialist informed customer to reboot the system, which resolved the issue, also tss reinstalled the biometric identifier drivers, and users were able to successfully log in using biometric identifier without any issues. The system functioned as intended after the technical support specialist assisted customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upgrade to version 1.11 completed earlier today, users were unable to log in to the station. The issue began immediately after the upgrade. However, there were no delays or adverse events or injuries reported based on this event.